Manufacturer narrative:
The device was returned and investigated. The returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. The discrepancy between what was reported (single gripper actuation issue) and what was observed (no gripper actuation issue) could be due to interactions during the procedure which resulted in increased tension on the device and/or the user technique which contributed to the user experience; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 4+. The first clip was implanted without issue. To further reduce mr, a second clip was advanced but when the clip was still in the left atrium, it was observed that the posterior gripper arm would not lower. The clip was not implanted and was removed and was replaced. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.